Event description:
It was reported that the setscrew would not break off during surgery. The surgeon tried a second set screw and it would not break off either. The hcp stated the set screw was not cross threaded due to the extenders clamped around it. The surgeon thought maybe the screw was threaded but tried the first setscrew again. The setscrew would not break off. The screw was replaced. The surgeon tried a third setscrew which did break off. The surgery was completed. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. The threads of the multi axial screw head appeared to be damaged during visual examination. The set screw threads were also damaged. The slot width of the head was within specification. The set screw break off test data was within specification. It appeared that the set screw may not have been started properly which damaged the threads on both the set screw and mas head making it difficult to break off the set screw. A review of the device history records found no additional information that would indicate a non-conformance to specification.